Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no patient involvement as the customer had not begun insulin therapy with the pump. Reportedly, the alert cleared after the customer unplugged and re-plugged the pump into the power source.